Event description:
It was reported that the crystalens at-50ao was implanted using the (B)(4) delivery device. Four months after the crystalens had been implanted, the surgeon noticed the haptic had been damaged. A second surgery was performed to explant the crystalens and a different make and model iol was implanted successfully. The pt¿s current status was described as good. Reference MDR # 2031924-2012-00016 for the delivery device.

Manufacturer narrative:
The lens has been returned to b+l and is currently under eval. Results will be submitted to the FDA in a supplemental report. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.